Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturer for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an anomalous hv capacitor.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient heard a popping sound from the device, followed by a vibratory alert for extended charge time. The device was explanted and replaced without complication. The patient condition was okay before and after the event.